Event description:
Vague report of a pump going into failure code 533:320:717:00 during pt use. This failure code will result in an alarm and stop the channels in use. All three channels were in use at the time running levophed, dobutamine and an unk third medication, possibly "ablomed." No additional clinical info was available. No pt injury was reported.